Event description:
A consumer, who has an intraocular lens (iol) implant, reported that after rubbing her eye, she saw a "display of colors and sparkles" and "almost totally no vision in that eye and it feels like something is misplaced in it." The lens was implanted during a cataract surgery in 2006. The consumer reported she has had no problems or complications until now. In a follow-up, the surgeon reported he has not seen the pt since (B)(6) 2006. No additional info was provided or is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 02/20/2012 by fax and mail. A completed questionnaire was received on 02/23/2012. (B)(4).